Manufacturer narrative:
Date of event was reported as 2 weeks ago ((B)(6) 2018). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that ¿it was going too fast (stimulation)¿ which kind of made them queasy and sick. They mentioned the stimulation was uncomfortable and used words such as ¿quivering all over the place, irritating, uncomfortable¿ to describe the issue. They noted that they get up in the middle of the night and it was ¿making her mean as a snake¿. The patient stated that they had gall bladder surgery and everything changed after that. The patient was given some pretty strong drugs and it took awhile to get them out of their system. No falls or trauma were reported that could have led to the issue. The patient friend used the programmer to decrease the uncomfortable stimulation on program 4 from 4.7 to 4.0 and they felt better. The patient was to follow up with their healthcare professional (hcp) for the issue. There were no further complications re ported or anticipated.